Event description:
Patient holding onto IV pole as he was being transported to radiology. IV pump slid down IV pole hitting patient's left hand. X-ray revealed no injury to left hand.====================== health professional's impression======================no adverse event.